Event description:
On (B) (6) 2008, the patient stated that, while changing the insulin cartridge of her infusion device, she noticed a large air bubble. She tried to take the cartridge out of the device and the plunger remained attached to the piston rod in the cartridge chamber which resulted in a full cartridge of insulin spilling into the cartridge chamber. The patient and her daughter was able to detach the plunger from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient was advised to switch to her backup infusion device and was assisted in setting it up. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.